Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation') and device dislocation ('essure micro-insert migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant), pelvic pain ("physical pain"), abdominal pain ("abdominal pain"), psychological trauma ("psych injury"), bladder disorder ("bladder problem") and urinary tract disorder ("urinary problems"). The patient was treated with surgery (hysterectomy (full}). Essure was removed on (B)(6) 2013. At the time of the report, the perforation, device dislocation and psychological trauma outcome was unknown and the pelvic pain, abdominal pain, bladder disorder and urinary tract disorder had resolved. The reporter considered abdominal pain, bladder disorder, device dislocation, pelvic pain, perforation, psychological trauma and urinary tract disorder to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: result: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received. Events: migration, perforation ,abdominal,psych injury, bladder/urinary problems were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s))- left fallopian tube'), uterine perforation ('migration of essure device location of device: free floating in uterus\perforation: uterus') and device dislocation ('essure micro-insert migration') in a 33-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida I, parity 1 and fever. Concurrent conditions included procedural pain and uterine cramps. Concomitant products included nsaids since(B)(6)2013 and paracetamol (acetaminophen) since (B)(6)2013. On 8(B)(6)2013, the patient had essure inserted. On (B)(6)-2013, the patient experienced pelvic pain ("pelvic pain / physical pain"). On (B)(6)2013, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and uterine perforation (seriousness criteria medically significant and intervention required). In(B)(6)2013, the patient experienced depression ("psych injury, psychological or psychiatric problems condition: depression"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), bladder disorder ("bladder problem") and urinary tract disorder ("urinary problems"). The patient was treated with surgery (hysterectomy (full), surgical removal of coil(s), tubal ligation). Essure was removed on (B)(6)2013. At the time of the report, the fallopian tube perforation, uterine perforation, device dislocation, depression and anxiety outcome was unknown and the pelvic pain, abdominal pain, bladder disorder, urinary tract disorder, vaginal haemorrhage and menorrhagia had resolved. The reporter considered abdominal pain, anxiety, bladder disorder, depression, device dislocation, fallopian tube perforation, menorrhagia, pelvic pain, urinary tract disorder, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted per newly received pfs: patient did not undergo essure confirmation test diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on an unknown date: there is minimal free fluid in the pelvis without other significant finding in the abdomen or pelvis. There is incomplete distension of the stomach with a greater curvature.. Hysterosalpingogram - on an unknown date: result: essure device was successfully occluded. Concerning the injuries in the case, the following ones were confirmed in patient's medical records: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6)2020: pif received. Event device expulsion updated to uterine perforation. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s)), left fallopian tube'), uterine perforation ('migration of essure device location of device: free floating in uterus\perforation: uterus') and device dislocation ('essure micro-insert migration'). In a 33-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included: gravida I, parity 1 and fever. Concurrent conditions included: procedural pain and uterine cramps. Concomitant products included: nsaids since 8-nov-2013 and paracetamol (acetaminophen) since 8-nov-2013. On (B)(6) 2013, the patient had essure inserted. On (B)(6)2013, the patient experienced pelvic pain ("pelvic pain/physical pain"). On (B)(6) 2013, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and uterine perforation (seriousness criteria medically significant and intervention required). In (B)(6) 2013, the patient experienced depression ("psych injury, psychological or psychiatric problems condition: depression"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), bladder disorder ("bladder problem") and urinary tract disorder ("urinary problems"). The patient was treated with surgery (hysterectomy (full), surgical removal of coil(s), tubal ligation). Essure was removed on (B)(6) 2013. At the time of the report, the fallopian tube perforation, uterine perforation, device dislocation, depression and anxiety outcome was unknown. And the pelvic pain, abdominal pain, bladder disorder, urinary tract disorder, vaginal haemorrhage and menorrhagia had resolved. The reporter considered abdominal pain, anxiety, bladder disorder, depression, device dislocation, fallopian tube perforation, menorrhagia, pelvic pain, urinary tract disorder, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted, per newly received pfs: patient did not undergo essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen: on an unknown date, there is minimal free fluid in the pelvis. Without other significant finding in the abdomen or pelvis. There is incomplete distension of the stomach with a greater curvature. Hysterosalpingogram: on an unknown date, result: essure device was successfully occluded. Concerning the injuries in the case, the following ones were confirmed in patient's medical records: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-jul-2020, quality safety evaluation of ptc. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s))- left fallopian tube'), device dislocation ('essure micro-insert migration') and device expulsion ('migration of essure device location of device: free floating in uterus') in a 33-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida I, parity 1 and fever. Concurrent conditions included procedural pain and uterine cramps. Concomitant products included nsaids since (B)(6) 2013 and paracetamol (acetaminophen) since (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain ("pelvic pain / physical pain"). On (B)(6) 2013, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required). In (B)(6) 2013, the patient experienced depression ("psych injury, psychological or psychiatric problems condition: depression"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), bladder disorder ("bladder problem") and urinary tract disorder ("urinary problems"). The patient was treated with surgery (hysterectomy (full), surgical removal of coil(s), tubal ligation). Essure was removed on (B)(6) 2013. At the time of the report, the fallopian tube perforation, device dislocation, device expulsion, depression, vaginal haemorrhage, menorrhagia and anxiety outcome was unknown and the pelvic pain, abdominal pain, bladder disorder and urinary tract disorder had resolved. The reporter considered abdominal pain, anxiety, bladder disorder, depression, device dislocation, device expulsion, fallopian tube perforation, menorrhagia, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted per newly received pfs: patient did not undergo essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on an unknown date: there is minimal free fluid in the pelvis without other significant finding in the abdomen or pelvis. There is incomplete distension of the stomach with a greater curvature. Hysterosalpingogram - on an unknown date: result: essure device was successfully occluded. Concerning the injuries in the case, the following ones were confirmed in patient's medical records: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-sep-2019: pfs and mr received: new events abnormal bleeding (vaginal, menorrhagia), mental anguish, migration of essure device location of device: free floating in uterus, event perforation updated to perforation (fallopian tube(s)), event psych injury clubbed to event psychological or psychiatric problems condition: depression, reporter¿s information, patient¿s demographics, concomitant medications and conditions were added. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.